Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("perforation, when scope went into internal os of cervix it perforated immediately") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retroverted uterus. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with procedural haemorrhage and pelvic pain, systemic leakage ("fluid in the abdomen") and complication of device insertion ("fluid in the abdomen"). The patient was treated with surgery (exploratory lap done, perforation cauterized to stop bleeding). At the time of the report, the uterine perforation, systemic leakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, systemic leakage and uterine perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: fluid in the abdomen. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.